Event description:
It was reported that the patient's device was repositioned on her back. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3550-39, lot # n236299, implanted: (B)(6) 2010, product type accessory; product ID 3550-39, lot # n236878, implanted: (B)(6) 2010, product type accessory; product ID 3487a-56, lot # v386591, implanted: (B)(6) 2010, product type lead; product ID 3487a-56, lot # v142203, implanted: (B)(6) 2010, product type lead. (B)(4).